Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device was returned and analyzed indicating impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. On (B)(6) 2016, rv pacing impedance measured 0 ohms due to measurement during a ventricular tachycardia (vt) ablation procedure.

Event description:
It was reported that a lead alert triggered due to a zero ohms impedance measurement during a surgical procedure resulting from electromagnetic interference (emi) on the implantable cardioverter defibrillator (ICD). In addition, there was one high pacing impedance recorded. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.